Manufacturer narrative:
UDI: (B)(4). Information about brand of pushable coil could not be obtained. Conclusion: the device was not returned for analysis. Review of DHR for lot 17379147 concluded there were no issues that were considered potentially related to the reported complaint. The resistance felt within the prowler select plus could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, procedural factors or the unspecified coil may have contributed to the event. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization for alteration of blood flow, a pushable coil felt resistance at the hub of a prowler select plus (606s252/17379147), and the unspecified pushable coil could not be advanced. The prowler select plus was replaced with another microcatheter. The procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to or after the event. The product is not available for investigation. No further information was available.